Manufacturer narrative:
The product was sent from customer to our local site in tokyo for evaluation. There it was found that the surface of the head was worn so strong due to the handling that it was not possible to identify any kind of labeling anymore. Therefore it was only possible to identify which kind of head the customer sent in, but it was not possible to identify the serial number anymore. Hence it was also not possible to check the product history. Out of the sales data it was possible to narrow down the age of the product to approximately 20 years. The technical analysis did show that the root cause for the incident was that the chucking system of the head was completely worn out and it was not able to hold a tool anymore. According to user instruction the proper seat of a tool should be checked prior to the use of the product. Reported to FDA as similar products get sold in the us.

Event description:
A patient swallowed a bur that had come off the instrument in the patient's mouth during the treatment. The bur was naturally passed out from the body with no incident to the patient. No medical care was necessary.